Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 24mm watchman flx closure device was implanted. At the routine 45-day follow-up, a mobile thrombus was identified on the face of the implanted closure device via transesophageal echocardiogram (tee). The patient will be kept on oral anticoagulation for an additional 6 weeks with a repeat tee planned.